Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 19 atms on initial inflation. The lesion being treated was 90% stenosed in the left anterior descending artery (lad). There were no patient complications. Patient status was reported as 'good'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.